Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear 13mm from the tip and approximately 6mm long. There is blood in the balloon and inflation lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02mar2020. A 3.00mm x 12mm nc emerge balloon catheter was reported with no issues. However, returned device analysis revealed a balloon longitudinal tear.